Event description:
The catheter was inserted in the basilica vein on (B) (6) 2008 and was found broken 2cm above the oval disk on (B) (6) 2008.

Manufacturer narrative:
The sample was received on 12/19/2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)